Event description:
It is reported that the patient was revised due to osteolysis under the baseplate.

Manufacturer narrative:
Evaluation summary: a definitive root cause can not be determined with the information provided. Device history records indicate the device was manufactured, inspected, and packaged to specification. Scanning electron microscopy (sem) analysis / energy dispersive spectroscopy (eds) analysis was performed. No manufacturing abnormalities could be detected by either method. The evaluation of the device shows minimal bone ingrowth into the porous coating. The lack of boney ingrowth is a risk if the implant is not fully seated. This MDR was identified during an internal review to meet reporting requirements and therefore is being filed late. This device is not sold in the u.s.